Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this lead had low impedance causing safety switch. Also noise in both unipolar and bipolar configurations was seen. The lead was capped and replaced. Should additional information be received, this file will be updated.